Manufacturer narrative:
An osseotite® implant 4 x 10mm (item # oss410) was returned for investigation. Visual evaluation of the as returned product identified fracture of the implant across the threads, as well as a heavy coating of bone and blood residue. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on an unknown tooth # and was used for approximately 9 years. Pictures or x-ray images were not provided. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (2010050680). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2010050680) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (oss410). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number . D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported an implant (oss410) fracture after 9 years of loaded. Implant was removed and replaced with a new one.